Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ rupture: observed opening on posterior side assessed as surgical impact opening. Additional observations: ¿ observed creases on the device. ¿ observed non penetrating nick on the device. ¿ red particles observed on the surface of the shell. ¿ red particles observed in the gel. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported a right side implant exchange from textured to smooth due to the concerns of the product. Healthcare professional later reported rupture. Device has been explanted.

Event description:
Healthcare professional reported a right side implant exchange from textured to smooth due to the concerns of the product. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.